Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. No issue was identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post implant of the implantable pulse generator (ipg), the patient presented with cough and shortness of breath with likely diagnosis of a viral illness. Echocardiogram revealed reduction in left ventricular ejection fraction. The patient may have developed pacemaker induced cardiomyopathy resulting from continuous right ventricular pacing since atrio-ventricular node ablation. Due to indications of chronic systolic failure and pacemaker syndrome, the ipg was explanted and the system was upgraded to cardiac resynchronization therapy pacemaker (crt-p). The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial ((B)(4)). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: model #/lot #. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.